Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image was displayed on the screen as well as insulin pump that keeps on beeping. The customer¿s current blood glucose was 250 mg/dl and 256 mg/dl at the time of call. Customer stated that the keypad was not responding. Customer also stated that the not able to clear the alarm. Troubleshooting steps were provided for critical pump error. Customer was advised to the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.